Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) serial number: (B)(6). Revealed that there was a recharge antenna failure, antenna test temp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that for like the last week the controller had been saying "cannot charge" and it would show the low and high numbers so they would leave it set there and then it would let them charge the ins. Pt said that today however they went to recharge the ins and rm03 appeared. Patient services (pss) had the pt reset the controller. Pt said that they had already reset the controller and blew in the equipment. Pss had the pt unlock the controller and check the batteries screen; the controller and ins batteries were both at 90%. Pss had the pt initiate an ins recharging session. Pt said that the ins would start charging for a few minutes and then the error message would appear. Pt was currently seeing recharging excellent. Pt then saw system problem rm03 appear. Pt then said that three nights ago when charging the ins the recharger paddle got super hot and that they could feel it on the ins inside of them. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported.